Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 500 mg/dl, "high" on cgm. Customer changed their pump supplies to address the elevated bg. No further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.